Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a non-pacer dependent, asymptomatic patient presented for follow-up, episodes of at/af detection due to far-field r-wave oversensing on the atrial channel were observed. Programming changes were made and the sensing issue was resolved. The device remains implanted. The patient was stable throughout.